Event description:
It was reported that the screw that connects the latitude ulnar cap implant to the latitude ulnar stem implant disassociated and therefore patient will require a revision surgery.

Manufacturer narrative:
The reported event can be confirmed based a review of the provided x-ray by the medical expert the device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the x-rays, healthcare professionals opined that- "the x-ray confirms the described event of disassembly of the locking screw that holds the ulnar cap in place. Because of a lack of clinical information, I am unable to provide statements about the patient, the procedure and/or the device in relation to cause of the failure.¿ more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the screw that connects the latitude ulnar cap implant to the latitude ulnar stem implant disassociated and therefore patient will require a revision surgery.

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report.